Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010. During the procedure, the tip end of the needle broke off inside the pt at the surgical site. An x-ray was taken. The metal tip was undetectable on the x-ray. The tip was not found. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.